Event description:
As reported, the hub of a 6f .070-inch judkin's right (jr) 4 100cm vista brite tip guiding catheter at the entrance to distal was broken and could not be connected with the non-cordis y connector was used for a percutaneous coronary intervention (pci) procedure. The procedure was completed after replacing it with a different catheter. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the hub of a 6f .070-inch judkin's right (jr) 4 100cm vista brite tip guiding catheter, at the entrance to distal, was broken and could not be connected with the non-cordis y connector and was used for a percutaneous coronary intervention (pci) procedure. The procedure was completed after replacing it with a different catheter. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile catheter ¿6f .070 jr 4 100cm¿ was received coiled inside a transparent plastic bag and subjected to evaluation. Visual inspection focused on the luer hub revealed no damage prior to testing. The luer hub was then connected to a syringe, during which a crack became clear under torquing force. Functional testing included flushing and aspiration, where leakage through the hub was seen and air was drawn into the syringe, consistent with the presence of the crack. Microscopic inspection using a vision system confirmed fatigue striations at the crack site, which are characteristic of tensile overload. These findings show that the hub material was subjected to forces exceeding its yield strength prior to cracking. All observations were consistent and no deviations from expected inspection procedures were noted. For the reported malfunction ¿luer hub-incompatibility/fit¿, the condition was not seen. The malfunction ¿luer hub-cracked¿ was discovered during the product evaluation. The exact cause of the event cannot be found; however, the connection difficulties may have been related to the cracked hub. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure.¿ and ¿do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub-cracked could not be found. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been started to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.